Event description:
A surgeon reported a pt with poor near vision following intraocular lens (iol) implant surgery. Medical records were requested and received. The pt had a history of recurrent iritis and had a hip replacement. The pt was tested and found to be positive for hla-b27. Prior to her iol implant surgery, she has been treated for multiple recurrences of iritis with steroids. The pt was found to have marcus-funn syndrome and was also treated for cystoid macular edema (cme). An optical coherence tomography (oct) just prior to the iol surgery showed no evidence of cme. Additionally, the pt had a history of primary open angle glaucoma, gastric bypass surgery, and hernia surgery. All these conditions were pre-existing. Following the iol implant surgery, the pt reported decreased near vision with difficulty reading. She was noted to have dry eye syndrome and was treated with medications. The surgeon instructed the pt to cover her unoperated eye while working at the computer and to read. The pt reported that patching the unoperated eye did not improve her near vision. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/29/2010, 12/01/2010, 12/02/2010, and 12/08/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 12/02/2010. (B)(4).